Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. In addition to the liner, an unknown cup and ball were reported. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving an unknown poly liner was reported. The event was not confirmed. Medical records received and evaluation: the provided records were rejected for review by a consulting clinician. The revision op report, x-rays and indication for revision surgery would be required to provide a meaningful dictation for this case. Conclusions: the exact cause of the event could not be determined with the limited information available at the time of evaluation. Additional information such as operative report, patient demographics, past clinical history would be required for additional evaluation. The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: unk, lot code: unk, unknown exeter stem.

Event description:
It was reported that patient was revise on a left hip due to pain. Surgeon did the primary in (B)(6) 2001. The cup, liner and ball were removed. A new cup, mdm liner and ball were inserted.

Event description:
It was reported that patient was revise on a left hip due to pain. Surgeon did the primary in (B)(6) 2001. The cup, liner and ball were removed. A new cup, mdm liner and ball were inserted.